Manufacturer narrative:
Product ID mc1vr01-delsy, serial (B)(4), UDI (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that during the implant of a leadless implantable pulse generator (ipg), the patient experienced a pericardial effusion. A central line was administered, and the fluid was drained. The device remains in use. No further patient complications have been reported as a result of this event.